Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during loading of a intraocular lens (iol)into patient's posterior capsule, bevel tip was found cracked on the (B)(4) cartridge. The iol was successfully implanted into patient's posterior capsule. No patient injury was reported. No further information was provided.

Manufacturer narrative:
Additional information: complaint device was returned to manufacturer. Device available for evaluation - yes, returned on july 04, 2016. Device returned to manufacturer - yes. Device evaluation: complaint device was returned for evaluation. Evidence of viscoelastic ophthalmic viscosurgical device (ovd) residues was detected inside the cartridge. Visual inspection at 10x microscope magnification was performed. A crack defect was observed at the cartridge tip. There is a shape hole at the tip section. Based on the evidence observed, the condition of the complaint unit is consistent with a cartridge that has been damaged due to contact of the metal rod tip from the hand piece tool during surgical process. The rod tip likely protruded through the cartridge tip creating shaped hole. The reported complaint was confirmed on the returned sample.   A manufacturing record review was conducted. The manufacturing production order (po) was evaluated and revealed the devices were manufactured within specifications. The units were released according to specification. There is no related deviation or non-conformity report for this complaint. During manufacturing process, cartridges are checked for damage and defective units are rejected.   A review of the complaints related to the production order was performed and the results revealed no other complaints for this order number. A historical complaint data review was performed and results did not identify any product deficiency.   The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product.   Based on the manufacturing record review, returned device analysis and labeling review, there is no indication of a product malfunction or product quality deficiency.   All pertinent information available to abbott medical optics has been submitted.